Event description:
It was reported that a sheath kink occurred and the procedure was aborted. The patient had a tortuous anatomy at groin site and known history of peripheral vascular disease. A first versacross connect system was introduced after a difficult tortuous anatomy in the vein. A double curve watchman fxd curve access system (was) was advanced for use during a left atrial appendage (laa) closure procedure, and became kinked. The was was removed and alternative access on the patient's left side was performed. A versacross dilator and a second was were taken to reach to septum more inferiorly. The physician discovered that the second was and versacross dilator were overly kinked. A second versacross kit was acquired for use. The physician continued with the right groin vein to continue the procedure. The physician considered aborting the procedure at this point due to patient's age and risk for perforation. Due to the tortuous anatomy, the physician attempted to introduce an ice catheter, which was unsuccessful. Thus, a decision was made to use a non-boston scientific (bsc) sheath in groin. The second versacross rf wire remained across septum. The second was was removed, and the non-bsc sheath was placed in groin. A third was then placed through the non-bsc sheath, where a second transseptal was performed. However, the physician was only able to utilize the previous transseptal puncture which was inferior and mid posterior. The was was never coaxial with an anterior chicken wing morphology and release criteria was not met with the 27mm nor 24mm watchman flx closure device. Additional groin pressure had to be held post procedure. No patient complications were reported. The procedure was cancelled.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman fxd curve access system with no dilator and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed numerous kinks in the sheath. There was no other damage or defect found. Media from the clinical procedure was provided to bsc and reviewed by a member of the complaint investigation site. The media attached to the complaint record is a photo that depicts the sheath kinked. Review of the media confirms the reported event. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that a sheath kink occurred and the procedure was aborted. The patient had a tortuous anatomy at groin site and known history of peripheral vascular disease. A first versacross connect system was introduced after a difficult tortuous anatomy in the vein. A double curve watchman fxd curve access system (was) (batch # 31482583) was advanced for use during a left atrial appendage (laa) closure procedure and became kinked. The was was removed and alternative access on the patient's left side was performed. A versacross dilator and a second was (batch # 31413899) were taken to reach to septum more inferiorly. The physician discovered that the second was and versacross dilator were overly kinked. A second versacross kit was acquired for use. The physician continued with the right groin vein to continue the procedure. Due to the tortuous anatomy, the physician attempted to introduce an ice catheter, which was unsuccessful. Thus, a decision was made to use a non-boston scientific (bsc) sheath in groin. The second versacross rf wire remained across septum. The second was was removed, and the non-bsc sheath was placed in groin. A third was (batch #31403775) then placed through the non-bsc sheath, where a second transseptal was performed. However, the physician was only able to utilize the previous transseptal puncture which was inferior and mid posterior. The was (batch #31403775) was never coaxial with an anterior chicken wing morphology and release criteria was not met with the 27mm nor the 24mm watchman flx closure device. Additional groin pressure had to be held post procedure. No patient complications were reported. The procedure was cancelled.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. Device evaluated by MFR.: returned product consisted of a watchman fxd curve access system with no dilator and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed numerous kinks in the sheath. There was no other damage or defect found. Media from the clinical procedure was provided to bsc and reviewed by a member of the complaint investigation site. The media attached to the complaint record is a photo that depicts the sheath kinked. Review of the media confirms the reported event. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that a sheath kink occurred and the procedure was aborted. The patient had a tortuous anatomy at groin site and known history of peripheral vascular disease. A first versacross connect system was introduced after a difficult tortuous anatomy in the vein. A double curve watchman fxd curve access system (was) (batch # 31482583) was advanced for use during a left atrial appendage (laa) closure procedure and became kinked. The "(was)" was removed and alternative access on the patient's left side was performed. A versacross dilator and a second was (batch # 31413899) were taken to reach to septum more inferiorly. The physician discovered that the second was and versacross dilator were overly kinked. A second versacross kit was acquired for use. The physician continued with the right groin vein to continue the procedure. Due to the tortuous anatomy, the physician attempted to introduce an ice catheter, which was unsuccessful. Thus, a decision was made to use a non-boston scientific (bsc) sheath in groin. The second versacross rf wire remained across septum. The second "(was)" was removed, and the non-bsc sheath was placed in groin. A third was (batch #31403775) then placed through the non-bsc sheath, where a second transseptal was performed. However, the physician was only able to utilize the previous transseptal puncture which was inferior and mid posterior. The was (batch #31403775) was never coaxial with an anterior chicken wing morphology and release criteria was not met with the 27mm nor the 24mm watchman flx closure device. Additional groin pressure had to be held post procedure. No patient complications were reported. The procedure was cancelled.